Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Resubmitting MDR as a result of internal audit where ack3 could not be located. A u.s. Distributor contacted zoll to report that a patient was experiencing a rash on her back between her shoulder blades underneath the rear therapy electrode (te) pads. The patient's physician advised to place a cloth between the lifevest and her skin. Follow-up indicated that the patient changed garments more frequently and the rash was healed.